Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed non-sustained right ventricular oversensing episodes due to post paced t wave oversensing. No intervention was performed. The patient will continue to be monitored. There were no patient consequences.